Manufacturer narrative:
Investigation summary: 3 photos were provided. One photo shows the packaging blister top web, another photo shows the packaging blister bottom web, a third photo shows a 3ml syringe with a blue solution, it has connected a needle assembly, next to the syringe it is an empty glass ampule. The symptom reported is confirmed, the root cause is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that upon drawing clear medication into syringe, it turned blue with a bd blunt fill needle with filter. The following information was provided by the initial reporter: staff was preparing fentanyl. Drew up fentanyl from the glass ampoule and as the staff member drew up the clear fentanyl turned blue in the syringe and needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon drawing clear medication into syringe, it turned blue with a bd blunt fill needle with filter. The following information was provided by the initial reporter: staff was preparing fentanyl. Drew up fentanyl from the glass ampoule and as the staff member drew up the clear fentanyl turned blue in the syringe and needle.